Manufacturer narrative:
Batch review performed on 30 april 2019: lot 178147: (B)(4) items manufactured and released on 21-mar-2018. Expiration date: 2023-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event (MDR 2019-00292). Other devices involved in the complaint ball heads: bipolar head 25060.2854 bipolar head ø28x54 lot. 147799 (k091967): (B)(4) items manufactured and released on 25-feb-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 lot. 173282 (k112115): (B)(4) items manufactured and released on 31-oct-2017. Expiration date: 2022-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed after 25 days from the primary due to signs of infection (the pathogen is unknown). The surgeon washed out the hip and revised the stem, biolox head, and bipolar head. The surgery was completed successfully.